Event description:
Customer reported receiving an ER-3 message on the display of her freestyle freedom lite blood glucose meter, when a sample was applied to a test strip inserted into it. She further reported subsequently experiencing diaphoresis and tremulousness. Customer further reported a loss of consciousness. No third-party emergent medical intervention was reported. Customer self-treated by eating peanut butter and bread. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Upon investigation the error 3 was unable to confirm. The meter was disassembled and raised pins was observed in the strip port. The pins located in the strip port align with the electrodes on the test strip, and therefore if one of the pins is bent or raised, the test will not be conducted. Label copy instructs users to call customer service if the test does not start after applying the blood sample to the test strip. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.